Event description:
It was reported that during a routine office visit that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition, and noise on the right ventricular (rv) lead channel. Attempts to reproduce the noise through lead integrity testing and provocative manoeuvres , where unsuccessful. The physician suspects that this non-boston scientific rv lead has a fracture. The physician will monitor the patient through the home monitor. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.